Event description:
A nurse who was operating the isnare device reported that the snare loop of the device broke off inside the pt while the doctor was lifting a polyp.

Manufacturer narrative:
The doctor had taken two pieces of the polyp when he was going in for a third piece and the snare loop then broke off and stayed in the pt. The doctor was able to retrieve the broken snare piece and continue on with the case. No harm was done to the pt per the facility. The nurse manager indicated they used other devices from the same lot and had no incidents. An analysis of complaint trending info was performed and no similar complaints for the lot concerned have been filed.